Manufacturer narrative:
UDI and expiration date: data was not provided. Manufacturer's investigation conclusion: the report of drive line power fault alarms was confirmed through the analysis of submitted data log files. The first submitted log file (log 8c190912) contained approximately 4 days of data (dated 15dec2019 - 19dec2019, according to the timestamp). This log file was retrieved from system controller sn (B)(4) (evaluated under (B)(4)). Starting at ~12:24am on december 19, 2019 the log file captured a brief active controller internal fault alarm followed by a constant drive line power fault alarm as a result of an active power a broken fault. These alarms did not affect the controller's ability to support the pump at the set speed, but the drive line power fault alarm remained active until the end of the log file. The second submitted log file (log 8c191040) contained approximately 824 days of data (dated 16sep2017 - 19dec2019, according to the timestamp). This log file was retrieved from system controller sn (B)(4) (evaluated under (B)(4)). Based on the log file, this controller was being used as a backup controller until it was connected to an lvad at ~9:31am on (B)(6) 2019 while being supported by 14v batteries. The controller supported the pump at the set speed. At ~9:32am the white power cable was disconnected from power, followed by the black power cable which was disconnected approximately 2 seconds later. As a result, the controller alarmed with a no external power alarm. During this time the controller was supported by its internal backup battery and supported the lvad, as designed. Although the root cause both power cables being disconnected from external power could not be conclusively determined, based on previous complaint experience, it appeared to be a result of both power cables being physically disconnected from external power. When the black power cable was reconnected to batteries approximately 4 seconds later, the no external alarm cleared. At ~10:15am the log file captured a transient controller internal fault alarm which was quickly followed by a constant drive line power fault alarm as a result of an active power a broken fault. This fault status remained active until the end of the log file but did not affect the controller's ability to support the pump at the set speed. The returned modular cable was visually inspected and found to be in used condition. The cables polyurethane jacket and both bend reliefs were noted to be discolored. This was noted to be an additional observation and could not be correlated to the reported event. The cable was unremarkable otherwise. No bent or damaged pins were observed in either connector. The modular cable failed testing using the automated cirris tester. Continuity testing of the modular cable revealed an intermittent open connection in the ground a connection (black wire). All remaining wires were unremarkable. Insulation testing of the cable revealed a short between the power a (brown wire) and ground a (black wire) connections, consistent with the reported system controller damage and drive line power fault alarms. The modular cable was disassembled, revealing exposed conductors of the power a (brown wire), ground a (black wire), and ground b (orange wire) connections, located ~1" from the system controller connector bend relief. The root cause of the damage appeared to be wire fatigue due to repetitive bending or twisting of the cable during use. The damaged modular cable was determined to be the root cause of the reported alarms and system controller damage. The damaged system controllers and modular cable were replaced, resolving the reported issue. No further issues have been reported at this time. Reports of similar events will continue to be tracked and monitored. Heartmate 3 patient handbook (doc. #(B)(4)) section 3-¿powering the system¿ outlines the use of the 14v li-ion batteries and the proper way to switch between power sources. At least one system controller power cable needs to be connected to external power at any time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient's lvad experienced drive line fault alarms on (B)(6) 2019. Upon interrogation it was found that it was happening due to an open controller fuse. A modular cable issue was suspected. A modular cable replacement was performed and the cable was returned for investigation. No further alarms occurred after cable replacement. No further information was provided.